Manufacturer narrative:
The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and it was noted that the unit was received pressurized. The footswitch and battery were included. A functional evaluation revealed that the dumbbell joint was difficult to move after depressurization. The complaint was confirmed and the root cause has been determined to be worn dumbbell joint pressure cups. This created friction which did not allow for smooth movement of the joint. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures. This failure mode will be trended to assess for any necessary corrective actions. It is recommended that the spider 2 IFU be reviewed regarding depressurizing the spider 2 for storage to prevent the premature deterioration of the seals and pressure cups. No containment or corrective actions are recommended at this time.

Event description:
It was reported that the spider 2 tenet's arm was sticking and very hard to move. No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.